Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant following successful cannulation of the left ventricular lateral vein and lead placement, the lead pulled back and thus not secured in place. The physician tried several times however was unable to achieve the desired results. The lead was removed and due to the critical condition of the patient, it was elected to use a his bundle pacing system. The lead is expected to be returned for laboratory analysis.

Event description:
It was reported that during the attempted implant following successful cannulation of the left ventricular lateral vein and lead placement, the lead pulled back and thus not secured in place. The physician tried several times however was unable to achieve the desired results. The lead was removed and due to the critical condition of the patient, it was elected to use a his bundle pacing system. The lead was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual evaluation of the lead was performed. A complete lead was received. The visual inspection revealed no abnormalities; the lead tip appeared normal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.